Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal broken and the pump in poor condition, with the top case cracked and the left/right plunger cases damaged. A review of the event history log found a check clutch error. Flow testing was performed and verified the reported issue. The issue was caused by a broken off position pot tab. Based on the evidence, the root cause was attributed to a user issue, due to the user-damaged pump.

Event description:
Information was received indicating that this syringe infusion pump exhibited a clutch and plunger issue resulting in the pump not being able to deliver a dose. No adverse patient effects were reported.